Event description:
It was reported to boston scientific corporation that a lynx suprapubic sling system was implanted on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced urinary problems, pelvic and abdominal pain, dyspareunia, and bleeding. The patient also experienced urinary tract infections, vaginal vault prolapse and stress urinary incontinence. All other information is unknown.